Event description:
It was reported that during a laparoscopic procedure, the jaw broke and came off. It was further reported that the broken tip was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.